Event description:
The patient experiened continued device high power alarms which suggested device thrombosis and impaired peripheral circulation. In the or there was a filmy thrombus around the inflow cannula.